Manufacturer narrative:
The company rep was unable to duplicate the reported problem. However, the alarms and faults confirmed the event on different days ((B)(4)). The cause for the event could not be determined. The company subject matter expert tried to duplicate the event on another iabp and concluded that the customer was not using catheter extender with the balloon (operator error). This created a condition where the system continued to autofill continuously because it thought the catheter was disconnected. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. To prevent occurrences where the system continued to autofill repeatedly when the catheter was disconnected; the software on system 98 was upgraded to a newer version. (B)(4).

Event description:
The customer reported that during a tubing check of the unit, the unit did not start pumping. The iabp repeated the autofill cycle without any alarm. The power switch was cycled after 15 minutes, but the event persisted. No pt was involved.